Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 16780532, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent revision procedure wherein the ipg and lead were replaced and the lead was repositioned to a higher location for improved outcome. No device malfunction was suspected. The patient was doing well postoperatively.